Event description:
Olympus was informed that the user experienced an image loss and a burnt smell when using a hot biopsy forceps with the scope during a therapeutic bronchoscopy. The user withdrew the scope from the pt and found the burning sign at the scope. The intended procedure was completed with a different device. There was no pt harm reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. At the present time, the exact cause of the reported phenomenon cannot be determined, however user handling cannot be ruled out as contributory factors. If significant add¿l info is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.